Manufacturer narrative:
Analysis notes patient with past refractive surgery, rk, which is a contraindication to femtosecond laser surgery. Clinical follow up: reviewed the contraindication, post refractive surgery, with dr hamilton in detail and the risk factors associated with utilizing the system in that fashion. Patient recovery going as planned.

Event description:
On 09/16/2024, (B)(6) it was reported to cas that on 09/13/2024, dr. Experienced a capsular tear on procedure ID # (B)(6). Dr. Reported that the "capsule popped resulting in additional surgical intervention, vitrectomy, and iol placed in the sulcus.